Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported that a volume discrepancy occurred. The expected reservoir volume (erv) was 14ml and the actual reservoir volume (arv) was 0ml. The physician double-checked these findings found by the registered nurse, refilled the pump himself and scheduled the patient for a volume check in 30 days. The physician was aware of the possibility of overinfusion and was watching the patient and the pump to see if a trend developed. The patient had no adverse reactions or symptoms at the time of this report. The device system was used to deliver fentanyl.